Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be performed. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume iipv events that could have caused or contributed to the reported patient death. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported patient death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for chest pain and passed away on the same day. The reported cause of death was cardiac arrest. It is unknown if an autopsy was performed. Pd therapy was ongoing at the time of death. No additional information is available at this time.